Manufacturer narrative:
Sepsis/infection/hypotension/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 67-year-old male patient presenting with post-cardiotomy cardiogenic shock (pccs), scai stage e. During induction of anesthesia in the operating room for planned device explant, the patient became hypotensive, prompting the decision to abort the explant and continue impella support. The patient was subsequently stabilized and returned to the intensive care unit. At that time, the patient required ongoing vasoactive and inotropic support, including epinephrine 0.1mcg/kg/min, norepinephrine 0.06mcg/kg/min, and milrinone 0.125mcg/kg/min. The care team expressed concern that the hypotension was related to over-diuresis or a possible infectious etiology. There was additional concern for a potential source of infection involving the sternum versus pneumonia. Antibiotics were broadened, and a CT scan was planned for further evaluation. The patient later survived upon explant. The reported events are infection, sepsis, hypotension, and medication required. Based on the available information, the hypotension and concern for infection are more plausibly related to the patient¿s critical clinical condition (scai stage e pccs) and perioperative factors.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported events are infection, sepsis, hypotension, and medication required. Based on the available information, the hypotension and concern for infection are more plausibly related to the patient¿s critical clinical condition (scai stage e pccs) and perioperative factors.